Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed a no-telemetry condition. During further analysis, a por (power on reset) occurred. After the por, the device telemetry was fully functional. Extensive digital and memory tests were performed with all tests passing. Long term monitoring, electrical bench testing and temperature cycling were performed. No abnormal operation was observed during the analysis. The cause of the anomalous telemetry failure was not identified.

Event description:
It was reported that it was not possible to interrogate the device even after using two different programmers. The device was replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that it was not possible to interrogate the device even after using two different programmers. The device was replaced. No patient complications were reported as a result of this event.